Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp tha a flexima biliary stent system was used during an endoscopic biliary drainage procedure in the common bile duct of a pt. During the attempt to deploy the stent, the physician felt some resistance as the guide catheter was retracted and the guide catheter seemed to be stretched. The guide catheter was retracted further and the stent was successfully deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.